Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of the transfer set. The event was further described as "when they tried to disconnect the transfer set from the patient line, the blue end of the transfer set stayed connected to the patient line and started to come apart from the transfer set." This occurred during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to f10/h6 (medical device problem codes): remove a1204. H10: the device was received for evaluation. A visual inspection with the naked eye and magnification identified the dark blue female connector separated from the light blue main body. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.